Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the testing performed were all within specification. Based on available information, no causal factors can be determined and conclusion can be drawn.

Manufacturer narrative:
The product was returned and the evaluation is in progress. A review of the lot batch record and testing of a retain sample concluded this product was formulated, manufactured and packaged according to local and global specifications. Based on available information, no causal factors and be determined and no conclusion can be drawn.

Manufacturer narrative:
The product has not been returned to the manufacturer for evaluation. An assessment of the event was completed by bausch + lomb medical affairs personnel. The eye doctor indicated there was no inflammation on the cornea and consumer reported the doctor believed the event could be an allergy to the lenses or the product. Based on the consumer's report, the treatment would have been related to an allergy and not related to the corneal inflammation. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported irritation in left eye upon usage of a new bottle. Consumer used a new pair of lenses with the same product and still experienced irritation. The consumer visited an emergency room and the doctor informed him there was inflammation on his cornea. The emergency room did not provide treatment. Consumer stopped the use of the product and his contact lenses and the irritation resolved in nine days. Two days later, consumer tried the product again and the irritation reoccurred. Consumer visited his doctor the next day. Consumer reported the doctor told him there was no inflammation on the cornea and that it may be an allergy to the lenses or the solution. Doctor instructed him to discontinue lens wear and to use tobramycin dexamethasone eye drops. The consumer is recovered.